Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found within specification in relation to the reported problem "nurse said she set the infusion of the drug zosyn up at 25ml/hr. And she heard the unit beep and when she went in it was infusing at 100ml/hr" which was not confirmed through the event history log (ehl) review . Review of the ehl shows that the customer programmed a primary infusion at 100ml/hr prior to the setup of the 25ml/hr secondary infusion; upon completion of the secondary infusion, the device infused at the previously specified primary rate of 100ml/hr as designed. Evaluation was unable to reproduce the reported symptom. The device was found to complete a test infusion without issue.

Event description:
It was reported that a spectrum pump delivered at a higher rate or volume than programmed during therapy in the medical pumpinary care area . The pump was infusing the drug zosyn at 25ml/hr. It was reported that the nurse heard the unit beep and when she went in it was infusing at 100ml/hr. It was also reported there was no patient injury.